Manufacturer narrative:
Investigation: investigation summary: it has been received (B)(4) used samples of (B)(4) lot 1707214. On visual inspection of the (B)(4) samples received, it can be observed leakage between stopper ribs. No damage or molding defect can be observed in any of the (B)(4) syringes and the stopper is correctly assembled in both. (B)(4) retained samples of lot 1707214 (received in october 5th) are evaluated. No damage or molding defect can be observed in any of the (B)(4) syringes and the stopper is correctly assembled in all of them. DHR of lot 1707214 has been reviewed not finding any annotation or deviation regarding the alleged defect. Samples received are disassembled not observing any damage or molding defect in the plunger rod that could have caused this defect. Leak test is not performed with the used samples received since the functional characteristic could not be reliable once the syringe has been used previously. Leak test is performed with the 12 retained samples of lot 1707214 according to procedure (B)(4) and iso 7886-1 annex d. No leakage happens, meeting iso 7886-1. The syringes are disassembled not observing any damage or molding defect in the barrel or in the plunger rod that could have caused the alleged defect. Investigation conclusion: defect: leakage between stopper ribs (leakage when withdrawing). Root cause description: this issue is not related to a manufacturing defect. The stopper is correctly assembled in the (B)(4) used samples received and no defect has been found in any of (B)(4) samples that could cause leakage. Since no incidence happened during manufacturing process and retained samples meet iso 7886 annex d, a definitive root cause cannot be determined. Corrective action (B)(4) is open to investigate the root cause and reduce the occurrence of this defect. (B)(4).

Event description:
It was reported that the plunger on a bd plastipak¿ 50ml concentric luer lock syringe leaked during use. No injury or medical intervention.